Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer alleges inaccurate delivery. Customer stated she gave herself a bolus of 3 units and allowed it to complete. Customer reported the volume prior to the bolus showed 21 units. Customer stated when she checked the volume after the bolus, it still displayed 21 units. Device bolus history shows that the customer did give a 3 unit bolus. No adverse event reported. Requested return of the alleged pump for evaluation; replacement was sent.